Event description:
The customer reported that the 840 ventilator had a blank display. There was no patient involvement. Covidien was not authorized to service the device at this time. If and when new information becomes available, a follow up report will be submitted.